Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest, as per medical opinion, it was probably necessary to place a stent before implanting the sapien valve and to be more careful during removal the ds after implant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding a 29mm sapien 3 valve in pulmonic position by transfemoral vein. During the procedure, after the implant of the s3 with acceptable position and function, and during the removal of the commander ds, a dislocation of the valve was observed probably due to the interaction with the commander ds. Severe pvl was present and the valve was surgically explanted and a conduit was implanted in replacement with a good result. The patient did not suffer any injury and was noted as to be extubated. At the end, the patient was discharged.

Manufacturer narrative:
The reported events were unable to be confirmed as no applicable imagery or medical report was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted in native pulmonary valve, which is not an indicated use of the spapien 3 thv with a commander delivery system. Therefore, this was off-label operation. As reported, during the procedure, after the implant of the s3 with acceptable position and function, and during the removal of the commander ds, a dislocation of the valve was observed probably due to the interaction with the commander ds. Severe pvl was present and the valve was surgically explanted and a conduit was implanted in replacement with a good result. Per IFU indication, it was off-label operation for the thv implanted in native pulmonary valve. In this case, it was possible that the deployed valve (sapien 3) structure was inadequately affixed to the target site (native pulmonary annulus) due to the implant characteristic site of native pulmonary valve, so the further catheter withdrawal or manipulation could lead to the thv migration. As such, available information suggests that procedural factors (off-label operation) may have contributed to the complaint event. Due to thv migration after the deployment, the pvl skirt could not be properly sealed against target site (native annulus), resulting in paravalvular leak. As such, available information suggests that procedural factors (thv migration) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.